Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5077741/5064789, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5006467/5006524, UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.